Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter split when flushing it. The following information was provided by the initial reporter: "catheter shredded while attempting to flush. Describe the event or problem: multiple attempts to start IV, on 3 of the 5 attempts the catheter shredded while attempting to flush. What was the original intended procedure? : initiation of IV access."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age and date of event were used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production but a slight deviation was found. However, there wasn't enough evidence found to determine if this deviation could have caused any issues. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.